Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with hysterectomy and bilateral tubal salpingectomy on (B)(6) 2017. Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Coils have been removed; however, insertion date was not provided. Pelvic pain may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. Further information is expected from reporter.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with hysterectomy and bilateral tubal salpingectomy on (B)(6) 2017. Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Coils have been removed; however, insertion date was not provided. Pelvic pain may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded.